Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The livanova field service representative who identified the issue traced the failure to a faulty processor board. The technician replaced the board to resolve the error. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The replaced board was requested for return to livanova (B)(4) for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message on the patient side. This issue was identified by a livanova field service representative during maintenance for an unrelated issue. There was no patient involvement.